Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This supplemental report is being submitted to correct the supplemental report that was submitted on april 27, 2021 and to provide additional information based on the legal manufacturer's investigation. The legal manufacturer conducted a retrospective review of the complaint, and determined that this reported phenomenon is a reportable event. In addition, the legal manufacturer reviewed the device history record (DHR) and indicated that there was no anomaly found during the manufacturing of the subject device, as the device conformed to the specification for shipment. A review of the complaint database showed that this is not a recurring issue with the user facility. As mentioned in the initial MDR, the restrictive workflow was attributed to a faulty flow unit; however, the legal manufacturer was unable to determine the root cause for the faulty flow unit, as the device was not returned to the factory for further investigation. The legal manufacturer indicated that the reported phenomenon is not related to the design of the device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The unit failed the flow rate reading and flow rate control function due to a faulty flow unit. The housing had a rusty and deformed bottom chassis and a deformed front chassis. The front panel was dented and cracked at the lower left corner, and there were minor chemical stains on the top cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported the pressure decreased on the high flow insufflation unit. The flow on the high settings of 35 liters per minute only delivered between 28 and 30 liters per minute. No patient involvement was reported.